Event description:
This lv lead was implanted on (B)(6) 2012 and was previously capped on (B)(6) 2018 due to an unknown reason and was reported to have been involved in a system extraction due to infection. The physician was dr. (B)(6) in (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).